Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated that they were not using the insulin pump because it was not working. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.